Event description:
It was reported that cardiac arrest and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging and versacross with fixed curve sheath. A 31mm watchman flx pro closure device was implanted, and the procedure concluded without complication. Three (3) days post index procedure, the patient presented to the emergency department and underwent computed tomography angiography (cta). The patient was subsequently evaluated in the cardiology clinic on (B)(6) 2025, where a limited echocardiogram and laboratory work were performed. On (B)(6) 2025, the patient was involved in a motor vehicle accident and was admitted to an outside hospital with cardiac arrest. On (B)(6) 2025, the patient experienced another cardiac arrest in the hospital and was found to be in cardiac tamponade fifteen (15) days after the implant. The patient was taken emergently to surgery for management. The closure device remained in place. The patient remains hospitalized, and the issue is ongoing. It was further reported that a small pericardial effusion was also noted at the time of the event, that was visible on computed tomography angiography (cta). The patient had also complained of shortness of breath.

Manufacturer narrative:
B5: information added. H6 patient codes added: dyspnea and pericardial effusion.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0036697451. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion with cardiac tamponade (dyspnea) and arrhythmia (cardiac arrest) (surgical intervention, imaging required, hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade and arrhythmia (cardiac arrest) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac arrest and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging and versacross with fixed curve sheath. A 31 mm watchman flx pro closure device was implanted, and the procedure concluded without complication. Three (3) days post index procedure, the patient presented to the emergency department and underwent computed tomography angiography (cta). The patient was subsequently evaluated in the cardiology clinic on (b((6) 2025, where a limited echocardiogram and laboratory work were performed. On (B)(6) 2025, the patient was involved in a motor vehicle accident and was admitted to an outside hospital with cardiac arrest. On (B)(6) 2025, the patient experienced another cardiac arrest in the hospital and was found to be in cardiac tamponade fifteen (15) days after the implant. The patient was taken emergently to surgery for management. The closure device remained in place. The patient remains hospitalized, and the issue is ongoing. It was further reported that a small pericardial effusion was also noted at the time of the event, that was visible on computed tomography angiography (cta). The patient had also complained of shortness of breath.

Event description:
It was reported that cardiac arrest and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging and versacross with fixed curve sheath. A 31mm watchman flx pro closure device was implanted, and the procedure concluded without complication. Three (3) days post index procedure, the patient presented to the emergency department and underwent computed tomography angiography (cta). The patient was subsequently evaluated in the cardiology clinic on (B)(6) 2025, where a limited echocardiogram and laboratory work were performed. On (B)(6) 2025, the patient was involved in a motor vehicle accident and was admitted to an outside hospital with cardiac arrest. On (B)(6) 2025, the patient experienced another cardiac arrest in the hospital and was found to be in cardiac tamponade fifteen (15) days after the implant. The patient was taken emergently to surgery for management. The closure device remained in place. The patient remains hospitalized, and the issue is ongoing.